Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). The device history record (DHR) for 00515048601 lot number z000012039, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from tekonivelsairaala coxa oy that the blue part inside the short nozzle was disconnected and fell into the patient. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. A returned product investigation was unable to be performed as the device was not shipped back to zimmer biomet. A review of the device history record (DHR), noted no deviations to the manufacturing process and all verifications, inspections and test passed successfully. It cannot be determined from the information provided what caused the event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the blue part inside the short nozzle was disconnected and fell into the patient. There was a delay as they attempted to retrieve it. It was removed and the patient did not retain any foreign bodies. A 30 minute delay occurred while they searched for the piece. No additional consequences were reported as a result of this malfunction.